Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the module produces ¿poor connection to module¿ red-screen errors or pumps boot up and show no charge. The event occurred when powered up for go-live. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: 24-mar-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was not duplicated. The device tested normally. No action was taken.